Event description:
It was reported "pt had two demarkations (burns) on leg."

Manufacturer narrative:
The actual complaint sample is being returned for eval. When the investigation has been completed a supplemental report will be filed.